Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that a meter to hcp meter comparison test resulted in the rptr's meter reading 424 and 389 mg/dl, and his doctor's (surestep) meter reading 220 mg/dl. Control solution tests on both meters were within range. No symptoms were reported. The rptr stated that he has been cleaning his meter with alcohol.